Event description:
User noted a leak coming from behind the analyzer onto the floor. User stated he found the water inlet had a broken connection. No one was injured, and no pt results affected. The field service representative determined the cause to be a broken water fitting and replaced fitting. Performance tests were performed.